Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during an unspecified procedure, a guide wire tip unraveled. The target lesion was located in the superior vena cava. This .035" 180cm amplatz super stiff guide wire was used to introduce another manufacturers' catheter. Upon retrieval of the guide wire from the patient, it was noted that the tip of the wire was unraveled. Nothing detached. The procedure was completed with another of the same guide wire. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed that guide wire coating was missing.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the guide wire found that the distal tip was elongated exposing the corewire. Teflon coating is missing in two locations. The first is located 64cm from the distal end with a length of approximately 0.5cm. The second is located 54cm from the proximal end with a length of approximately 2cm. The overall length of the wire was measured and found to be 180cm. All outer diameter measurements taken were found to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).